Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as the analysis identified a connector fracture. Analysis did not identify any abnormality on the fiber body. Microscopic inspection of the fiber tip indicated it was good. Analysis identified the light exiting the connector face was distorted, indicating a connector fracture. There were burn marks identified on the connector face. The functional testing was performed, and the aiming beam was observed to be very weak. The following message was displayed: error # 67. Fiber expired. Treatments used 1. Treatments left 0. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the laser fiber would not function. The procedure was completed using another device without patient complications. The fiber was returned, and analysis identified an internal connector fracture.